Event description:
The manufacturer received information alleging an issue with a ventilator's lcd screen. There was no harm or injury reported. The device's display board was replaced to address the issue.